Manufacturer narrative:
Evaluation: visual inspection of the lens showed evidence of surgical residue and the optic was torn. One haptic was torn off missing and the cartridge was not returned. Conclusion: the root cause of this event could not be determined because the cartridge was not returned.

Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2003v and was damaged. The lens was not implanted and there was no patient injury. The facility believes the lens was damaged by the injector. The facility did not specify the model and lot numbers of the cartridge and injector used during surgery.